Event description:
The hospital reported, that during the endoscopic vein harvesting procedure, the hemopro device would not cauterize. Another extension cable was connected to the same hemopro device, with similar result. The hosp then replaced the hemopro device, successfully completed the case. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the investigation was completed, and the device did not meet the electrical resistance specification; the complaint is confirmed for the device would not cauterize. Mfg personnel will be notified.